Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt/check te pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and messages was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause of the damaged cable was excessive force on the cable section. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving adjust belt or check belt and check te pad messages.